Manufacturer narrative:
Reporter returned 2 toothbrush heads on 08-mar-2017. Product investigation is in progress.

Event description:
Brushes fell apart [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via letter on 08-mar-2017 that two of the oral-b flexisoft brushheads fell apart during their first use with an oral-b rechargeable toothbrush, version unknown. The consumer noted that she'd had an oral-b toothbrush for a long time and until now was satisfied. No symptoms developed.